Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that one patient experienced a postoperative transient ischemic attack one week after surgery.

Manufacturer narrative:
No device or photos were received; therefore, the condition of the device is unknown. The part and lot number of the product is unknown; therefore, the device history records, complaint history could not be reviewed. The reported device is used for treatment. Relevant patient medical history is unknown. A definitive root cause cannot be determined with the information provided.